Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while the patient was at home experienced a controller fault alarm; medium priority alarm, controller fault, when a battery was connected on port one (1). The patient called the site to report the event. The patient was admitted by the site where he was able to replicate the controller fault alarm. The site sent the log file for analysis and replaced the controller from stock. The controller ((B)(4)) was not returned to the manufacturer. However, a review of the controller log files associated with the event captured in a related complaint confirmed the reported controller fault alarms. A possible root cause for the reported 'controller fault alarm' was found to be a failure of the automatic power switching circuit due to user interface controller (uic) power mismatch. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had controller fault alarms on (B)(6) 2014. The patient was implanted as a bi-ventricular assist device (bivad) and was admitted to the hospital when the alarms occurred. At the hospital the patient was able to reproduce the alarms. The patient stated that the controller fault alarm first occurred when the battery was connected to power port one (1) of the controller and the alarm then cleared when the battery was replaced by a controller ac adapter. Preliminary analysis of controller log files confirmed the presence of the alarms. The site performed a controller exchange and the patient was asymptomatic during the procedure. The device was removed from service and the patient was issued a replacement device. The device was not returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.